Event description:
This complaint is reportable based on the analysis completed on 03oct2011. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. Access was obtained via the radial artery. The 90% stenosed and denovo target lesion being treated was located in the severely calcified and moderately tortuous left circumflex (lcx) artery. The lesion was predilated with a 2.00x15mm apex balloon catheter. The 2.75x12mm taxus liberte sds was advanced and was unable to cross the lesion. The procedure was completed with another round of dilation with an unspecified balloon and deployment of a non-bsc stent. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The proximal end of the stent was raised. The hypotube was kinked along its length. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user/use error, as the dfu states that the use of this device is contraindicated in "heavily calcified lesions." (B)(4).